Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse did not find any issues. The surgeon informed the fse that it was similar to a drifting issue from the master tool manipulator (mtm). After the case was completed, the fse ran a gravity compensation verification on all four mtms. The right mtm failed and required recalibration on the surgeon side console (ssc) that the surgeon indicated he was using at the time of the issue. The fse recalibrated and performed a test drive as required without further issue. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) and reported that one of the universal surgical manipulators (usm) was drifting after it had been docked. The csr was not present during the surgical procedure. The csr believed that the reported event was attributed to the setup joint outside of the patient that was drifting but he was unsure of the specifics. The tse reviewed the system logs and there were no related errors noted. The procedure was completed with no reported injury.

Manufacturer narrative:
The root cause is attributed to an uncalibrated right master tool manipulator (mtm) in the surgeon side console (ssc).

Event description:
Refer to h11 for follow-up information.